Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2026 to target the medial branch nerve. Approximately 6 weeks after the implant, the patient reported pain and swelling at the location of a lead insertion site. After 2 to 3 days, the lead was noted to be eroding through the skin. On (B)(6) 2026 a full system explant was performed due to the skin erosion.

Manufacturer narrative:
A nalu representative was present at the explant procedure and reported no infection or other complications. There are no allegations or indications of any failure or malfunction of the nalu system or any of its components. Cause of the skin erosion is unknown. Poor healing is a known inherent risk of surgical procedures.